Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer could not use the fenestrated bipolar forceps instrument for coagulation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The instrument was fully functional. Additional observation not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.